Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first and second cartridge firing in a laparoscopic gastric sleeve, two reload with different model number had a malfunction. There was poor staple formation and the staple line was incomplete distally. It was also noted that after firing, there was an uncut tissue in the center. Another cartridge was used to fixed the line. The surgeon had to convert the surgery to gastric sleeve to bypass to prevent a possible stenosis in the future, the same issue was also noticed during conversion to bypass in the two last firings in the stomach. The procedure was extended for more than 30 minutes.